Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the ventilator alarmed with battery failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the battery to address the reported issue.